Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the filter was implanted due to left side large iliofemoral deep vein thrombosis and left side common iliac and external iliac vein stenosis. The patient had complete thrombosis of the entire left common iliac, external iliac and common femoral veins extending down into the popliteal and calf veins.   The filter was deployed via the popliteal vein in the patient's left knee. The filter was placed into the inferior vena cava between the renal veins and the iliac bifurcation. Then a thrombolysis was performed with balloons and tpa. After resolution of the thrombus a venoplasty was performed, this had little effect on the stenosis and greater than 90% residual stenosis remained. Subsequently, stents were placed in the external iliac vein and common iliac vein. A post procedure venography revealed complete resolution of the stenosis and brisk blood flow. The patient tolerated the procedures well without any evidence of complications. The results of computed tomography (CT) scans done approximately ten years and seven months after the index procedure indicate that the filter was tilted with the superior tip at the 11 o'clock position of the inferior vena cava and the inferior tip at the 5 o'clock position. One of the posterior legs appeared broken along its vertical portion.   Additional information received per the patient profile form (ppf) states that the patient experienced stenosis, the filter was tilted and the filter was fractured. The posterior leg of the filter is broken along the vertical portion. The filter remains within the vena cava. The patient continues to experience pain, suffering, anxiety, mental anguish and other unspecified damages. The patient became aware of the reported events approximately ten years and seven months after the index procedure. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records indicate that the filter was implanted due to left side large iliofemoral deep vein thrombosis and left side common iliac and external iliac vein stenosis. The patient had complete thrombosis of the entire left common iliac, external iliac and common femoral veins extending down into the popliteal and calf veins. The filter was deployed into the inferior vena cava between the renal veins and the iliac bifurcation. Then a thrombolysis was performed with balloons and tpa. After resolution of the thrombus a venoplasty was performed, this had little effect on the stenosis and greater than 90% residual stenosis remained. Subsequently, stents were placed in the external iliac vein and common iliac vein. A post procedure venography revealed complete resolution of the stenosis and brisk blood flow. The patient tolerated the procedures well without any evidence of complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to the filter is tilted and fractured. A CT scan, ten years and seven months after implant, indicate the filter was tilted with the superior tip at the 11 o'clock position of the inferior vena cava and the inferior tip at the 5 o'clock position. One of the posterior legs appeared broken along its vertical portion. Per the patient profile form (ppf), the patient reports stenosis, filter tilt and fracture. The posterior leg of the filter is broken along the vertical portion. The patient also reports pain, suffering, anxiety, and mental anguish, the product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to the filter is tilted and fractured. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: there is specific evidence that the filter is tilted and fractured. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.